Event description:
It was reported that the patient presented in clinic due to an arrhythmia. Device interrogation revealed under sensing oversensing on the pacemaker. Programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed under sensing on the pacemaker. Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Correction: only under sensing should have been mentioned in b5, b5 and h6 for arrhythmia should not have been coded.